Event description:
The lay reporter/ daughter contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that the meter was displaying a error message indicating a "strip is not loading" message on her father's one touch verio pro meter. She claims she cannot recall the exact message, but it was something similar to that message. The reporter mentioned that message would appear immediately after inserting the test strip into the meter. The reporter mentioned that the patient was feeling unwell this past weekend and the alleged issue began on the evening of (B)(6) 2012. Due to the alleged issue, the patient was unable to test and on (B)(6) 2012, the patient developed symptoms of feeling tired, sleepy, sweaty, and shivering and had a headache. Since he was unable to test he then adjusted his insulin to the minimum of 8 units of novorapid but no other treatment. He did not seek any further medical attention or contact his physician for assistance. While troubleshooting over the phone, the reporter inserted a test strip into the meter and the meter was working with no error message and the alleged issue was resolved over the phone. The product was replaced and requested back for investigation. The complaint is being reported since the reporter alleged that due to the alleged issue with the meter, the patient was not able to test and later suffered a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.